Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 81.0 cm from the proximal end. Conclusions: evaluation of the returned device confirmed that the cat8 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully removed from the packaging at an angle, damage such as this may occur. Cat8 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure in the left external iliac artery, the indigo system aspiration catheter 8 (cat8) became kinked after the scrub technician removed it from its dispenser hoop. The kinked cat8 was found prior to use and was not used for the procedure. The procedure was completed using a new cat8.